Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag experienced restricted flow rate. It was reported that the patient in labor needed general anesthesia, as the labor became an emergent situation. When the surgeon entered the abdomen, the bladder was extremely distended. Because of the distended bladder, the delivery of the infant was delayed; and therefore, the infant required intubation. After the infant began to cry (approximately 6-8 minutes of life), the infant was extubated. It was later reported, that the catheter drained effectively prior to the emergency c-section. The delivery was initially planned as a vaginal delivery. However, as the mother began to push, the infant's heart rate began to decelerate, resulting in an emergency c-section. The complainant stated that it was possible that the infant's head may have clamped down on the catheter, preventing urine flow; or it could have occurred during patient transport to the operating room. It is unknown if there was a device malfunction that may have contributed to the reported issue. The facility has reported that additional education with their staff about foley care and proper placement during patient transport has been conducted. It was later reported by the clinician, that there was no injury to the bladder or the patient. Per operative note, although an "extremely distended bladder" was confirmed, the device successfully drained after the infant's head was removed. There were no reported issues post delivery.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "-visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. -maintain unobstructed urine flow and keep the catheter and collection tube. -keep the collection bag below the level of the bladder or hips at all times. -empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the drain bag experienced restricted flow rate. It was reported that the patient in labor needed general anesthesia, as the labor became an emergent situation. When the surgeon entered the abdomen, the bladder was extremely distended. Because of the distended bladder, the delivery of the infant was delayed; and therefore, the infant required intubation. After the infant began to cry (approximately 6-8 minutes of life), the infant was extubated. It was later reported, that the catheter drained effectively prior to the emergency c-section. The delivery was initially planned as a vaginal delivery. However, as the mother began to push, the infant's heart rate began to decelerate, resulting in an emergency c-section. The complainant stated that it was possible that the infant's head may have clamped down on the catheter, preventing urine flow; or it could have occurred during patient transport to the operating room. It is unknown if there was a device malfunction that may have contributed to the reported issue. The facility has reported that additional education with their staff about foley care and proper placement during patient transport has been conducted. It was later reported by the clinician, that there was no injury to the bladder or the patient. Per operative note, although an "extremely distended bladder" was confirmed, the device successfully drained after the infant's head was removed. There were no reported issues post delivery.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Maintain unobstructed urine flow and keep the catheter and collection tube. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient." (B)(4). The device was not returned.

Event description:
It was reported that the drain bag experienced restricted flow rate. It was reported that the patient in labor needed general anesthesia, as the labor became an emergent situation. When the surgeon entered the abdomen, the bladder was extremely distended. Because of the distended bladder, the delivery of the infant was delayed; and therefore, the infant required intubation. After the infant began to cry (approximately 6-8 minutes of life), the infant was extubated. It was later reported, that the catheter drained effectively prior to the emergency c-section. The delivery was initially planned as a vaginal delivery. However, as the mother began to push, the infant's heart rate began to decelerate, resulting in an emergency c-section. The complainant stated that it was possible that the infant's head may have clamped down on the catheter, preventing urine flow; or it could have occurred during patient transport to the operating room. It is unknown if there was a device malfunction that may have contributed to the reported issue. The facility has reported that additional education with their staff about foley care and proper placement during patient transport has been conducted. It was later reported by the clinician, that there was no injury to the bladder or the patient. Per operative note, although an "extremely distended bladder" was confirmed, the device successfully drained after the infant's head was removed. There were no reported issues post delivery.